Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in an 81-year-old male patient for the indication of post-cardiotomy cardiogenic shock (pccs). The patient's comorbidities included prior coronary artery bypass graft (CABG), known coronary artery disease (cad), diabetes mellitus (dm), and peripheral arterial disease/peripheral vascular disease (pad/pvd). The patient's clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock, and the patient required maximum vasopressor support. While in the catheterization laboratory, distal perfusion was confirmed. However, upon arrival to the intensive care unit (ICU), distal pulses were noted to be absent in the affected limb. It was reported that both the impella cp and impella rp devices were present in the same right groin access site, and vascular sheaths remained in place, which may have contributed to compromised distal perfusion. The reported limb ischemia is consistent with known risks associated with large-bore femoral arterial access, particularly in the setting of dual device use in a single access site, underlying pad/pvd, vasopressor use, and severe cardiogenic shock, all of which may adversely affect peripheral circulation. Due to the patient¿s ongoing clinical deterioration and critical condition, care was withdrawn, and the patient expired. The death is being conservatively reported; however, based on the available information, the outcome is more likely attributable to the patient's underlying critical condition, including advanced scai stage e cardiogenic shock, and significant cardiovascular comorbidities.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.